Manufacturer narrative:
Updated blocks: h3 and h6 the reported complaint was confirmed via information from the data log review. Per data log review, each time the vent large roller pump is ran it stops with a motor fault (7). On (B)(6) 2021: 17:39:24 vent large roller pump started 18:04:55 vent pump run causing belt slip jam status pump jam stopping pump 18:05:10 pump started and run 18:05:14 lid open 18:05:18 lid closed, pump stops with motor fault (7) if additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) powered on the roller pump and installed lab use only (luo) tubing into the pump race. The pst properly occluded the roller pump and set for 5.00 liters per min (l/min). The roller pump ran for 24.5 hours and there was no observation of 'pump stopped: motor error'. The roller pump met specification.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. During testing of the device at the service center, the service repair technician (srt) was not able to duplicate the reported issue. The pump was run forward and backward occluded with tubing and no abnormalities were observed. The pump had no issues and passed all testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the subsidiary, the reported complaint could not be duplicated when the subsidiary tested the pump. The roller pump was cleaned, disassembled and all connections checked. The filter was found to be dusty and it was cleaned. The red wire in the connector to the generic board was slightly pulled out so it was readjusted. The pump was moved to the sucker position.

Event description:
It was reported that during cardiopulmonary bypass (cpb), the roller pump stopped and displayed a 'motor error' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the team had an incident with their heart lung machine (hlm) roller pump during a cpb procedure on (B)(6) 2021. The team set up the roller pump in the vent position without issue for the procedure. During the procedure, the vent pump stopped working and gave the user a 'motor error' message. The clinician re-plugged the power and communication cable in and out a few times and this did not resolve the issue. The team opted to switch the tubing to one of their open roller pumps and continued the case without issue. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss.

Manufacturer narrative:
H3: 81. Evaluation is in progress, but not yet concluded.